Event description:
A pump declared alarm occurred during insulin pumping, but there was no adverse impact to the customer¿s blood glucose level. Despite following the proper loading technique, the customer was unable to successfully load a cartridge as the alarm recurred, preventing the resumption of insulin therapy. Tandem technical support assisted by deciding to replace the pump, instructed the customer to use multiple daily injections as backup therapy, and provided guidance on returning the faulty pump.